Event description:
The surgeon inserted a aa4204vl one piece silicone lens. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. The reporter stated that the cause of the lens tear due to loading.